Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.